Manufacturer narrative:
(B)(4). (B)(4). Info anticipated, but unavailable at this time.

Event description:
It was reported that during lap appendectomy procedure after the device was fired, the device would not release from the tissue. Unknown what firing this occurred. Unknown how the device was removed from the tissue. Another device was used to complete the case with no pt consequence.